Event description:
A facility reported that after the probe insertion, the cerelink displayed negative readings and error message "sensor or cable damage". The sensor was replaced and connected to an icp express monitor.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerelink icp sensor was not returned for evaluation; however, a corrective and preventive action (CAPA) was opened to investigate the failure mode "out of range reading". The root cause investigation will be captured and communicated under that action.